Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, the surgeon noticed that the staple line was incomplete at the proximal part. A new device was used to complete the staple line. There was no injury.